Manufacturer narrative:
(B)(4). Date sent: 8/4/2021. Additional device. This is an analysis for five photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a staple line in the tissue and some staple legs were noted not properly form on the distal end. The second photo shows a staple line and oozing was noted. Also, two malformed staples were noted support by a surgical instrument. The third photo shows a staple line and oozing was noted. The fourth and fifth photos show tissue with knobs of a suture in it. Based on the photo review, the event describe was confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch # 201a39. Component code: mechanical ((B)(4)). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device (a) was returned with the anvil bent upwards and with a gst60t reload present. The reload was received unfired. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Additional information received: I applied a black load 60mm linear stapler in the antrum during a lap sleeve gastrectomy. I felt that the tissue was thicker than standard. The stapler fired though we could hear it was slower than normal (this was the newer stapler, but even slower than normal). After opening the stapler I saw that two 3rd row staples in the patient side did not form completely. I removed the unformed staples and plan over-sewing. The main issue is that when I was given the same stapler with a new load, it did not fit easily into the 12mm trocar. I could have pushed, but I felt some was wrong. I removed it and at inspection it was clear that the anvil was ¿bent¿ and not closing properly as close to the cartridge as it usually does (don¿t have a pic but staplers have all been saved). If I had used that stapler it would most likely resulted in a significant staple line failure. I requested a new one. I then applied a second black load 60mm linear stapler ¿ again I felt that the tissue was thicker than standard. Again, the stapler fired though we could hear it was slower than normal. After opening the stapler I saw that two 3rd row staples in the patient side did not form completely. I inspected that stapler ¿ the anvil was not as bent as the initial one, but I requested a 3rd new stapler and from a different batch. Then I applied, tissues were less thick and all went as usual. I over-sewed the places were the third row was incomplete. Patient is well and should recover uneventfully. After firing, noticed staples closest to knife did not form ¿b¿ shape. A new stapler was used with blank reload on antrum with same issue. Anvil looked bent. A 3rd device worked ok. The bmi of the patient was 50 gender female. Seamguard was used. The surgeon does wait 15 seconds prior to firing but does not pulse fire. The surgical team is good at cleaning device between firings using a deep container. No unusual noises were heard. It was more difficult to put down trocar. Takes a full 60mm bite and usually fires with cartridge up to see knife move. Uses ethicon trocars. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that while using a black reload surgeon stapled the atrium of the stomach. Tissue was thicker than standard surgeon noticed the device was slower than normal. When the device was opened surgeon observed that the third row on both the patient side and the specimen side did not form. When device was reloaded it would not fit down the trocar. Stapler was then examined which showed that the anvil was bent. A second device was loaded and fired again over thicker than standard tissue. Again, while firing the device sounded slower than normal and once the device was opened was observed that once again the third row of staples on the patient side and the specimen side did not form. Second stapler was inspected and did not present a bent anvil. A third device from a different batch was requested and fired across "less thick" tissue and all went as usual. Surgeon then over-sewed the places where the third row was incomplete. Patient is well and should recover uneventfully.